Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that probably maybe a month ago, they had went to the doctor and found that there is a fatty tumor that is nestled up against where the ins is located. Patient stated that they were having more issues with sitting and getting comfortable, because of the location off the tumor. Patient stated that they were scheduled to a surgery on thursday to excise the mass. Patient was trying to turn therapy off in preparation to the upcoming surgery but was not able to connect to the ins. Agent instructed the patient to keep trying to reposition the communicator over the ins and redirected to the healthcare provider (hcp) if issue persists. The patient called back on (B)(6) 2025 and stated seeing the doctor yesterday and the doct or instructed them to call and get new equipment regarding seeing no device. Agent reviewed patient was implanted in 2019. The patient called back the same day and repeated that they saw the doctor yesterday and the doctor instructed them to call and get new equipment regarding seeing no device. Patient is also having surgery tomorrow due to a fatty tumor laying against the ins and due to this message, they were unable to turn therapy off (if on). Agent reviewed patient was implanted in 2019 and the ins may be eos. The caller was concerned about the device and the surgery. Agent recommended hcp check to see if the implant is at eos and emailed the manufacturer representative (rep).